Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # ni.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, several of the clips were scissoring. There was some leakage and the clips were being used to stop this leakage. This same device was used to complete the case along with an endoloop (ej10) around some structures; the duct. No cholangiogram was done with this procedure. There was a fifteen minute delay to the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92t5a. The analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In addition, 2 scissored clips were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 scissored clips; in addition, the device locked out as intended. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.